Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder rupture occurred during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye noted fluid inside a bag that contained the unit. There was no evidence of rupture from the bladder. The bladder was found to be in normal condition. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. The cause of the leak could not be determined; however, the most probable cause was due to a user error by not tightening the blue winged cap. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.